Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarm and batter failed alarm. Customer's blood glucose level was 260 mg/dl. Customer reported that reservoir compartment was wet with insulin. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported that they were able to clear the alarm but not able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 37 noted. Motor was tested outside device and passed, however device received with corroded motor home switch and corroded electronic assemblies.